Manufacturer narrative:
Continuation of d10: product ID 3093-28 lot# va0am0l implanted: (B)(6) 2013 explanted: (B)(6) 2021 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(6), ubd: 08-jul-2017, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had their ins and part of the lead removed (lead "snapped off") because they were unable to have an MRI and hadn't been using their stimulator. Caller stated the stimulator was removed on 12/15/2021, but they were unsure when the patient stopped using it. Caller was unsure if anyone at the manufacturer was notified, or when. Technical services emailed device registration to update this. Additional information was received from the hcp via patient registration services. The hcp's operative notes confirmed the date of operation as 12/15/2021. The hcp stated a skin incision was made over the site of the battery insertion. The battery was delivered through the incision. Another incision was made at the lead incision site. The lead wire was identified and grasped with hemostats. Gentle traction was applied. Unfortunately, the lead wire fractured and was not removed in its entirety; the distal end was retained. There were no complications and the patient tolerated the pro cedure well.

Event description:
Additional information was received from the patient. They reported that they were just concern and that no additional surgery will be done.

Manufacturer narrative:
Continuation of d10: product ID 3093-28 lot# va0am0l implanted: (B)(6) 2013 explanted: (B)(6) 2021 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.